Manufacturer narrative:
The customer returned the test strips. The returned strips and retention meter were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 4.3; donor #2 inr: 2.4. Donor #1 hct: 30%; donor #2 hct: 47%. Donor #1: master lot: 4.2 inr; donor #1: customer's strips and retention meter: 4.3 inr. Donor #2: master lot: 2.4 inr; donor #2: customer's strips and retention meter: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results for 1 patient during a 6 month correlation study on the coaguchek xs pro meter with serial number (B)(4). The meter had already been in service at the time of the correlation study. The patient was tested by a finger stick on the meter at 12:00 p.m. And the result was 5.0 inr. The patient was then drawn for the laboratory "right away." The result from the laboratory on a siemens analyzer using the dade innovin method was 3.87 inr. They repeated the sample "right away" on another siemens analyzer using the dade innovin method and the result was 3.84 inr. The customer thinks the results from the analyzers are correct. The patient¿s therapeutic range is 2.0-3.0 inr. No adverse event occurred. Quality controls were run on the day of the event and were within the appropriate range. The patient does not have hct issues. The customer does not think that the patient suffers from antiphospholipid antibodies. The test strips were requested for investigation. Relevant retention test strips (lot 121350) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.